Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the customer experienced a low blood glucose level of 51 mg/dl, cause was unknown. The customer consumed glucose tablets to resolve the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.